Manufacturer narrative:
(B)(4). Date sent: 6/17/2016. Batch # m5248a. The ec60 device was received for analysis with the clamping mechanism damaged and without a cartridge reload loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger top was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic right inferior lobectomy procedure, the device could not open after the first firing. The surgeon compressed the release button but it did not work. The surgeon opened the jaws with force in the end. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.